Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was set to give her 2.9 units but instead gave her 9 units. Customer stated that the device stopped working. The buttons stopped responding. Customer's blood glucose was over 300 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with normal operating currents and no battery out limit alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was programmed with the correct date and time and monitored for 5 days with a 1 unit per hour basal rate. Several boluses were programmed and delivered during this period. All units were properly delivered and recorded at the history screens. No unexpected bolus anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a scratched reservoir tube window.